Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This product and event was previously sent under 0001822565-2019-01281, which was an incorrect MFR number. It will now be sent under number 0002648920-2019-00323. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01280, 0002648920-2019-00323 , 0002648920-2019-00239, and 3007963827-2019-00084. Concomitant medical products: fluted stemmed tibial component option size 6 catalog#: 00599604802 lot#: 62538928, palacos rg 1x40 single catalog#: 00111314001 lot#: 77584367, all poly patella size 32 mm dia. Standard 8.5 mm thickness catalog#: 00597206532 lot#: 62491399, femoral component option size f right catalog#: 00596401652 lot#: 62560994. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient is experiencing pain and instability approximately five (5) years post-implantation. Patient alleged tibial components were loose. However, review of medical records and tests found mild tibial radiolucency with no definitive evidence of component loosening. Mild patella-femoral subluxation was further noted. No revision procedure has been reported.